Manufacturer narrative:
(B)(4).

Event description:
It was reported that when testing the patient notifier vibratory alert, it was discovered that it was not working. Multiple attempts were made with both inductive and rf telemetry without success. The patient has merlin@home monitoring.